Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down with black screen. A field service engineer (fse) disconnected the pyxibus cables to the auxiliary and confirmed the auxiliary device was the issue. Drawers were then disconnected one by one until the station powered on, at which point the half height drawer was found to have a shorted board. The fse replaced the drawer controller board and reseated all pyxibus connections, resulting in the station powering up and fully recovering. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device would not turn on and the screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.